Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that a transpac® it monitoring kit w/safeset¿ reservoir, 03 ml flush device, 84" red stripe pressure tubing and 2 needleless valves, generated a leak during patient use. The following issue was reported by the customer: "the flush area of the device was twisted which caused a leak during blood restitution by pushing the blood saver. Clinical consequences observed: significant risk of incident." The status of the product at the time of the event is during blood restitution. The product is not available for evaluation. The patient's condition was stable. No clinical consequences, no need of medical intervention. The treatment was completed after the tubing was changed. No blood loss. The tubing has been replaced. No visible default on the device before use. Other than the bend and leak, no visible holes or cracks. No sister sample available. There was no patient harm reported.

Manufacturer narrative:
The reported complaint was confirmed. No product samples, videos were returned for investigation. However, an image was provided by the customer showing a twisted squeeze flush device. Per the image, the set appeared to be primed which means the squeeze flush device was functioning. The probable cause of the twisted squeeze flush device had occurred due to unintentional twisting or bending forces applied during use.